Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "unable to reflux with footswitch" (reflux within device). A nurse reported the surgeon was unable to "reflux" with the footswitch. The staff manually "refluxed" by squeezing the tubing toward the eye, clearing the occlusion. The case was completed. There was no patient impact, delays, or cancellations reported.

Manufacturer narrative:
The facility called in to technical services and a new foot pedal was ordered. The facility reported they would be returning the replaced footswitch for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).